Manufacturer narrative:
Investigation summary: exec summary - no physical device samples were returned. The investigation was performed based on the image(s) provided. It was reported there was residue found in the syringe. To aid in the investigation, three photos were provided for evaluation. The photos show a syringe with plastic particles in the syringe barrel, adhered to the rubber stopper and to the barrel inner wall. The syringe barrel stopper ring is also damaged. No other defects or imperfections were observed. This defect could occur during the molding process if a part is not ejected from the mold during the first attempt, but during the second or additional attempts inducing the symptom reported. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on lot # 1335304. No non-conformance's were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 1335304 was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd luer-lok syringe 50ml ll tip 1ml 2 oz had foreign matter in the fluid path. The following information was provided by the initial reporter :   the distributor reported some syringe residue inside a couple of bd 50ml leur-lok syringes. Event date : (B)(6) 2022.